Event description:
The pharmacist reported the following event to the sales rep, when using the gamma nail kit, the medical staff in the operating room observed a presence of black particles on the flexible screwdriver. This screwdriver was removed and replaced by another screwdriver. It was also indicated that the treatment of this device includes a systematic to ultrasound for 15 min, followed by washing machine. When out of the machine, the device is dried by air medical and controlled by the nurse to verify the absence of dirt which may be present in the threads.

Event description:
The pharmacist reported the following event to the sales rep, when using the gamma nail kit, the medical staff in the operating room observed a presence of black particles on the flexible screwdriver. This screwdriver was removed and replaced by another screwdriver. It was also indicated that the treatment of this device includes a systematic to ultrasound for 15 min, followed by washing machine. When out of the machine, the device is dried by air medical and controlled by the nurse to verify the absence of dirt which may be present in the threads.

Manufacturer narrative:
Evaluation summary: review of the manufacturing documents of both devices revealed no discrepancies. A ¿presence of black particles on the flexible screwdriver¿ as alleged could not be found on the devices returned. General cleanability of the set screwdriver in the flexible part was proved during design validation. Tests confirmed, that germ reduction is being achieved significantly better by automatic (machine cleaning) as well as manual cleaning for the subject product than for comparable other critical instruments (e.g. Endoscopes). The reported event could not be confirmed. No deviation was found on the returned items. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.